Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u95f27. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the unknown procedure procedure, it was noted that the white plastic piece on the tip of harmonic ace +7 laparoscopic shears appeared to be missing. Handpiece seemed to be requiring an extended amount of time/energy while being used for energy sealing during the procedure. Concern was raised that it was possible that the white piece could be retained in the abdomen. At no point during the procedure while using shears did it appear that a piece of the instrument had a portion break or fall off. Abdomen was re-examined laparoscopically at end of procedure, re-irrigated, further examined. Sterile field was examined, in addition to the drapes, sponges, and specimen. Unsure if tip was radiopaque, but x-ray was performed to rule out retained radiopaque item. Could not rule out that plastic may have melted/deteriorated while being used due to excessive heat generation. Verified no radiopaque item was retained in the abdomen with the radiologist. The closing was completed.